Event description:
It was reported that there was a malfunction on the pump, which displayed a high blood glucose level value. The customer administered a correction injection via multiple daily injections to address the high blood glucose. Tandem technical support assisted the caller with resetting the pump and provided pump reset information. The customer was advised to call back if the malfunction code recurred, and it was confirmed that the customer may continue to use the pump.